Event description:
It was reported that the programmer would not interrogate devices. The programmer head was changed but the programmer was only working intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer would not interrogate devices. The programmer head was changed but the programmer was only working intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) intermittent interrogation; a printed circuit board assembly found damaged. Left keyboard hinge is broken.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) intermittent interrogation; a printed circuit board assembly found damaged. Left keyboard hinge is broken. Further component analysis was performed. It was confirmed that a transformer component on the printed circuit board assembly was internally damaged: 2290 pacing system analyzer - 2067 programmer rf head.